Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2,h6(medical device problem code is being corrected to 1069 - break). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the cause of the reported issues was most likely due to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found: proximal bent in outer tube with outer tube protector, scratches on the distal end, broken lens in optical system and faded laser ring markings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the telescope had foggy cloudy view which might have been caused by a broken rod. The issue occurred during preparation for use. There were no reports of patient harm.